Manufacturer narrative:
A4 - patient weight added. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-30969.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30969. It was reported that the patient could not connect to the either or their two ipgs after an unrelated surgery. A company representative was able to restore both ipgs and reestablish communication on 28aug2020.